Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the device got wet. Customer's blood glucose was 130 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to moisture damage on the keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.